Manufacturer narrative:
Zimmer biomet (B)(4). The initial report was originally submitted on the incorrect MFR - 0002023141 - 2020 - 00257 number. Visual evaluation of the returned product identified signs of use and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and was verified to match print specifications. Although the customer reported a tsv4b11 device, the returned device was identified as a bnes505. Due diligence were sent to the customer and the follow ups were unsuccessful. If additional information is received, the investigation would be updated accordingly. The reported device was located on tooth #15 and was implanted for 2 weeks, while the event occurred after 1 week. The customer did not provide any pictures or x-rays. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (bnes505) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/ product holds for the reported device related to the reported events. Complainant reported that the customer experienced allergic reaction and bone loss. The product was returned and the reported complaint could not be verified based on the available information. A root cause for this complaint could not be determined. Email address unknown / not provided. Lot number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient had an allergic reaction and bone loss.